Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
The surgeon is requesting a revision surgery to address a fractured femur due to what the surgeon feels was a femoral stem that was too large with an inaccurate anatomical bow. The implant that is in-situ is c23-740.